Event description:
It was reported that stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. Post-procedure, immediately upon waking from anesthesia, the patient presented with slurred speech for approximately one to two hours. Computed tomography revealed poor brain perfusion and magnetic resonance imaging revealed left, posterior infarct. The patient was diagnosed with embolic stroke. Tissue plasminogen activator (tpa) was administered and symptoms resolved. The patient was kept in the hospital for two days and discharged to home without issue.